Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a low transmitter battery. Data was evaluated and the allegation was confirmed. In addition, a failed transmitter error was present in connection to the reported allegation. The root cause was determined to be a low transmitter battery voltage. The reported issue of a low transmitter battery is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.